Manufacturer narrative:
(B)(4) concomitant products: guide wire: balance heavy weight; guide cath: 7fr ebu 3.5 guidecath, 6f guideliner; stent: resolute integrity (2.5 x 22mm, 2.5 x 18mm, 3 x 26mm). (B)(4) - above rated burst pressure (rbp) . It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for stent resistance or balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instructions for use warns not to exceed the balloon rbp. In this case, over pressurization may have contributed to the reported balloon rupture.

Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in the proximal left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and three non-abbott stents were used to treat the lesion. The 2.5 x 12 mm nc trek balloon catheter was then advanced. Slight resistance was noted with the implanted stents, but the nc trek crossed successfully. The balloon was inflated one time to 24 atmospheres (atm), between two of the stents, but a balloon rupture occurred. The nc trek was removed without issue. The physician felt that either the lesion or possibly the angle of the over-lapped stents may have contributed to the balloon rupture. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.